Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately seven weeks after the implant procedure, the implantable cardiac monitor (icm) was detecting false false positive atrial fibrillation episodes due to sinus with ectopy. The device remains in use. No patient complications have been reported as a result of this event.